Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigating the actual device used in this incident, it was determined that the device had an issue with drawer 02 failure. The technical support specialist logged into the cabinet and adjusted the power management settings. The cabinet was rebooted, and the medication was issued smoothly. The customer was able to log in and issue medication to a patient without any problems. The system functioned as intended after being troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower, the drawer did not open when they were trying to issue medication. The device was re-booted, and the customer was able to issue the medication. This issue represents a delay dispensing medication. No report of patient harm or injury.